Manufacturer narrative:
H2: please see section e. For the correct facility name and address. The facility name and address submitted on the initial regulatory report (1723170-2025-00050) submitted for this product event was incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that while registering, the points where not drawn on the nose, they were, "sidle wo where we drew." After really much trials the accuracy was at 1.7 millimeters (mm) overall and about 1 mm in the sinus where the site wanted to perform the surgery. But in the surgery we could prove the accuracy with the endoscope and it was about 1 centimeters (cm). The customer in the trial then decided to change to his old navigation system from ¿storz¿ and this was without any problem and was accurate. After three times of this problem in the operating room (or) the site decided to do a troubleshooting and they could not see any problem in the or regarding the table and the breathing tubes. The site then decided to do another surgery, this went perfectly well w ithout a registration accuracy problem. This time the trackers were from another charge with different batch numbers. The site and field representative (rep) did a re-evaluation and came to the conclusion that there was a problem with the trackers. No known impact to patient outcome. Surgical delay unavailable. The tracker was located at patient's forehead, shown in the middle of the electromagnetic field. Additional information was received. It was reported that clarification was received in regards to the following statement, "they were 'sidle wo where we drawed.'" Points were collected outside on the whole nose. In the 3d model, the points were drawn on the side of the nose and not on top of it."

Manufacturer narrative:
This event was initially reported under regulatory report # 1723170-2024-02708. Additional clarification was received regarding the event date of each occurrence reported, prompting the complaints to be separated. This report is to capture the occurrence on (B)(6) 2024. If any additional information is received it will be submitted under this report number's reference. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.